Event description:
It was observed that during the device evaluation, the insufflator exhibited printed circuit board malfunction, the front panel led did not turn on, k-connector unit malfunction, gas leakage and a flat cable had corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to printed circuit board malfunction, front panel led did not turn on, due to k-connector unit malfunction, there was a gas leakage and, in regard to the flat cable corrosion, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.